Manufacturer narrative:
Medtronic received additional information that the cannula was not heated or cooled prior to use. The patient did not experience myocardial infarction and cardiogenic shock as a result of the issue. There was no blood transfusion required. The same insertion site was used to insert the replaced cannula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-medicus one-piece femoral arterial cannula, it was reported that at 7:00a.m. On (B)(6) 2024, the nurse in charge of the bed found that the patient's extracorporeal membrane oxygenation (ECMO) collateral circulation three-way connector was ruptured and sprayed blood. The tube was broken. Under sterile conditions, compression was applied to stop the bleeding immediately. It was reported to the doctor at the same time. The patient's vital signs were closely observed. The critically ill patient's blood pressure dropped from 130/75mmhg to 108/54mmhg. Norepinephrine was immediately given to maintain their blood pressure. The ECMO flow was adjusted lower to 1.5l/min. This issue caused the patient to bleed approximately 700ml. There were 4 units of leukocyte-reduced suspended red blood cells prepared for the patient. Continued observation and treatment were given to the patient. Under sterile operation, the doctor was assisted in replacing the ECMO collateral circulation three-way connector and the 3/8 tube of the arterial catheter to complete the procedure.